Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient was experiencing pocket discomfort due to weight loss. The patient underwent a revision where the physician moved the ipg a little deeper. No product was opened or used during the procedure. There were no complications and therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg pocket site was causing them discomfort. The patient reportedly lost weight. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg site was repositioned to address the issue.